Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The author has not provided additional information about individual cases. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿modified prophylactic 5-fr pancreatic duct stent enhances the rate of spontaneous dislodgement: a multicenter randomized controlled trial¿. The literature reported the result of endoscopic retrograde cholangiopancreatography (ercp) procedures and stent placement for 276 patients who deemed high risk for post-endoscopic retrograde cholangiopancreatography pancreatitis at 6 tertiary endoscopic centers between september 2015 to july 2017. The literature reported that olympus clever cut (kd-211q-0725) was used in ercp procedures. The following complications were described in the literature. Pancreatitis occurred in 18 patients. 15 patients had mild pancreatitis and 3 patients had moderate pancreatitis. Additional treatments were not reported. Fever occurred in 10 patients. 6 patients were treated with stent exchange or surgery, others only received antibiotics. Hemorrhage after endoscopic sphincterotomy occurred in 9 patients. 1 patient required a blood transfusion, 2 patients required endoscopic hemostasis and others were unspecified. 2 patients died. No further information was provided. According to the number of the type of complication and treatment, omsc is submitting 7 reports. This is the report regarding 18 patients of pancreatitis. This is 1st report of 7 reports.